Event description:
It was reported that the insulin pump alarmed, indicating that a component of the radio frequency board failed the self test. The caller did not know the blood glucose reading.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Rf pic failed alarm occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.